Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor. (Gold) the insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly. Blood glucose at the time of incident was 197mg/dl. The customer states the insulin squirted out during manual prime. The customer was disconnected during the prime. The piston continued to move forward after making contact. The customer attempted to use a different set, but prime was not possible. The insulin pump was not bumped, dropped, or exposed to moisture. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.